Manufacturer narrative:
Correction: the correct patient identifier is (B)(6), not (B)(6) as previously reported. Correction; the correct catalog number is 92131; not 93131 as previously reported.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site and was subsequently placed under general anesthesia on (B)(6) 2016, to place a longer abutment. The implanted device remains.